Manufacturer narrative:
Result: fowler brake.

Event description:
It was reported by service report that the fowler was drifting down slowly. It is unk if there was pt involvement or adverse consequences occurred.